Manufacturer narrative:
H3 and h6 - updated. H4 should be blank. D3 - updated. D4 - updated. E4 - updated. G4 - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient visited the emergency department due to a leaking pump. The patient was receiving IV remodulin at a dose of 136 ng per kg per min, delivered at 1.7 ml per hr with a concentration of 10 mg per ml via a central line. The outcome of the event is ongoing. There was a patient harm reported.